Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was temporary loss of ventricular capture after an external cardioversion. The physician pressed the emergency vvi button and regained capture at high output. Thresholds were initially elevated and then dropped back down after a couple of hours. The right ventricular (rv) lead is still in use. No patient complications have been reported as a result of this event.